Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a motor error about two weeks ago. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not be initiated since the customer was away at school; the mother was advised to call back when the patient gets home. No products were shipped or returned.